Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with a high blood glucose of 611 mg/dl. The caller was told by the hcp that the elevated blood glucose was due to an infection. It was stated that the customer was treated with manual injections, and was advised to go back on the insulin pump. Nothing further was reported.